Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=3511.1 counts avg/day, in 0.90 day, between (B)(6) 2011 13:44:55 and (B)(6) 2011 11:20:05.

Event description:
It was reported that the device had recorded a large number of short intervals since implant. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.